Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was identified as potentially contaminated during an on-site inspection and submitted pictures to cq for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that the customer perform a quarterly cleaning and disinfection procedure according to the IFU, and that the device receive hpc testing to gain a quantitative analysis of water quality. No patient involvement was reported. Hpc test results that were outside of cq specifications for water quality were received on (B)(6)2024, indicating device contamination.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. The customer requested more information regarding the internal water pathway replacement on (B)(6)2024.